Event description:
It has been reported to philips that, system would not start. System was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Functional analysis was performed and identified a problem with the ethernet switch in r cabinet. The fse replaced the ethernet switch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.